Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for lead revision. The right ventricular lead was replaced on (B)(6) 2019 for unknown circumstances. More information was requested but not provided.

Event description:
New information received notes that the right ventricular lead was capped and replaced on july 5, 2019 due to high capture thresholds. The patient's condition was reported as stable.